Event description:
It is reported that it was observed a crack in the 10cm mark of the catheter preventing the continuation of the procedure. It was used for infusion a 10ml syringe of syringe of saline solution and the IFU were followed.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of reue0606 showed no other similar product complaint(s) from this lot number.